Manufacturer narrative:
Analysis of manufacturing and sterilization records did not identify any pre-existing anomaly or nonconformity on the involved humeral stem and its associated components, indicating that the implant has been released according to case report approved by surgeon. From follow-up communication with sales representative it was learned that the patient lives in saudi arabia. Last x-rays were taken in (B)(6) 2025 and medical team cleared him to return home. Patient was supposed to follow up in the us in (B)(6) 2025 but didn't arrive until september. During follow-up visit the patient was wearing a splint but has reported no pain. New case report request for custom implants has been opened under reference (B)(4), but the revision surgery has not been scheduled yet. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Upcoming elbow revision surgery due to loosening of the humeral stem discovered in early november 2025. Custom implant failure has been reported for cmd 24-1059: the humeral stem became loose. Patient reported they did not fall, thus excluding this as cause of the incident. New custom implants have been requested for the humeral assembly, currently consisting of: - (B)(4) humeral stem (part number 9617.25.31t, lot number 2416121, sterilization 2400129), - (B)(4) humeral implant (part number 9617.p9.004, lot number 2416371, sterilization 2400141), - (B)(4) radial stem (part number 9617.25.31u, lot number 2421076, sterilization 2400163), - (B)(4) radial augment (part number 9618.14.15j, lot number 2416120, sterilization 2400129). Previous surgery was performed on (B)(6) 2024. Patient is male, year of birth is 1959. Event occurred in the united states.